Event description:
Seven weeks after having left lower extremity total knee replacement, a pt discovered two small burns below his left knee as he was undressing for bed. During the day, he had therapy in the outpatient physical therapy section of hosp's physical medical department. This session had included interferential electrostimulation for management of pain and edema in the operative area. The pt reported his findings to the therapist the next day, and was advised to contact his physician or seek emergency room treatment if needed. Four two-inch round self-adhering reusable tens electrodes had been appropiately placed above and below the left knee with an ice pack placed on top of the knee cap area, are the interferential current had been delivered with a device for twelve minutes. The pt had tolerated the treatment well and had offered no complaint of discomfort before leaving for home with his next session being scheduled for the next tuesday (five days later). When he returned for his next session, his physical therapist, noting that the burns were consistent with the shape of the electrodes, contacted the physician covering for his orthopedic surgeon and requested that he examine him. Third degree burns were identified and silvadene ointment was prescribed. Prophylactic antibiotics were added to the treatment regimen when the pt's own physician returned from vacation a few days later. Although the utilized electrodes were identified and sequestered as soon as the injury was reported, the department was unable to identify which of its two devices had been used. Therefore, when the electrodes and auxiliary cables were forwarded to the hosp's biomedical engineering department for inspection, both devices were also sent. No problems or malfunctions were identified with the equipment and cables; all qualitative tests were passed. Two of the electrodes, however, failed to adhere securely to the inspector's arm; after a few minutes, the sides of the electrode patches began to "buckle," allowing a pocket to form between the electrode patch and the skin. Review of the therapy session circumstances with the involved physical therapist revealed that all procedures had been followed. When inspected, the electrodes had appeared to adhere to the pt's lower extremity. Follow-up conversation with the pt's orthopedic surgeon revealed that the burns are healing well and that he anticipates that they will continue to "fill in" without add'l treatment.